Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. Device 48196-1 was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The complaint could not be confirmed for this device. Device 48196-2 and device 48196-3 were received with the needle release button in the unused position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that two v-go's the needle button released on its own. The patient stated he did not press the needle release button in error. The patient stated due the needle releasing own its on the patient in result had higher blood sugar at 196 when his normal level is below 180.